Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset was confirmed in the laboratory via review of the device image. The device was tested on the bench and our automated testing equipment. Analysis found the cause of the reset was a firmware issue detecting parity defects while in ship settings.

Event description:
It was reported that prior to implant the device was found in bvvi. This device was not implanted.